Event description:
This case was initially received via regulatory authority ((B)(4), reference number: (B)(4)) on 11-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vertigo ("vertigo shortly after implantation"), balance disorder ("loss of balance shortly after implantation") and complication of device insertion ("complication of device insertion"). In 2014, the patient experienced menorrhagia (seriousness criterion medically significant), angioedema ("a feeling like quincke's oedema"), dry throat ("dry throat"), fatigue ("intense fatigue"), cough ("thick cough"), hypoaesthesia ("numb hands and feet"), abdominal distension ("swollen belly"), swelling face ("swollen face"), insomnia ("insomnia"), vaginal cyst ("vaginal cyst"), nausea ("nausea") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced amnesia ("loss of memory") and libido decreased ("low libido"). At the time of the report, the menorrhagia, angioedema, vertigo, balance disorder, complication of device insertion, dry throat, amnesia, fatigue, cough, hypoaesthesia, libido decreased, abdominal distension, swelling face, weight increased, insomnia, vaginal cyst, nausea and headache outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, angioedema, balance disorder, complication of device insertion, cough, dry throat, fatigue, headache, hypoaesthesia, insomnia, libido decreased, menorrhagia, nausea, swelling face, vaginal cyst, vertigo and weight increased with essure. The reporter commented: symptoms worse at start of periods . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-oct-2019. The most recent information was received on 19-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in a 40-year-old female patient who had essure (batch no. B85132) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vertigo ("vertigo shortly after implantation"), balance disorder ("loss of balance shortly after implantation") and complication of device insertion ("complication of device insertion"). In 2014, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), angioedema ("a feeling like quincke's oedema"), dry throat ("dry throat"), fatigue ("intense fatigue"), cough ("thick cough"), hypoaesthesia ("numb hands and feet"), abdominal distension ("swollen belly"), swelling face ("swollen face"), insomnia ("insomnia"), vaginal cyst ("vaginal cyst"), nausea ("nausea"), headache ("headaches"), alopecia ("hair loss"), hyposmia ("decreased sense of smell"), swollen tongue ("her my tongue was swollen"), vision blurred ("blurred vision"), oropharyngeal discomfort ("she experienced discomfort in her throat, which made her think of oedema"), umbilical erythema ("a red blotch where my navel comes into contact with the button of my trousers") and diarrhoea ("diarrhoea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced amnesia ("loss of memory"), libido decreased ("low libido"), paraesthesia ("pins and needles in the extremities of her feet and hands") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, angioedema, vertigo, balance disorder, complication of device insertion, dry throat, amnesia, fatigue, cough, hypoaesthesia, libido decreased, abdominal distension, swelling face, weight increased, insomnia, vaginal cyst, nausea, headache, alopecia, hyposmia, swollen tongue, vision blurred, umbilical erythema, diarrhoea, paraesthesia and abdominal pain outcome was unknown and the oropharyngeal discomfort had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, amnesia, angioedema, balance disorder, complication of device insertion, cough, diarrhoea, dry throat, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, hyposmia, insomnia, libido decreased, nausea, oropharyngeal discomfort, paraesthesia, swelling face, swollen tongue, umbilical erythema, vaginal cyst, vertigo, vision blurred and weight increased with essure. The reporter commented: symptoms worse at start of periods. Lot number: b85132 manufacturing date: 2013-10 expiration date 2016-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1918606) on 11-oct-2019. The most recent information was received on 11-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in a 40-year-old female patient who had essure (batch no. B85132) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vertigo ("vertigo shortly after implantation"), balance disorder ("loss of balance shortly after implantation") and complication of device insertion ("complication of device insertion"). In 2014, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), angioedema ("a feeling like quincke's oedema"), dry throat ("dry throat"), fatigue ("intense fatigue"), cough ("thick cough"), hypoaesthesia ("numb hands and feet"), abdominal distension ("swollen belly"), swelling face ("swollen face"), insomnia ("insomnia"), vaginal cyst ("vaginal cyst"), nausea ("nausea"), headache ("headaches"), alopecia ("hair loss"), hyposmia ("decreased sense of smell"), swollen tongue ("her my tongue was swollen"), vision blurred ("blurred vision"), oropharyngeal discomfort ("she experienced discomfort in her throat, which made her think of oedema"), umbilical erythema ("a red blotch where my navel comes into contact with the button of my trousers") and diarrhoea ("diarrhoea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced amnesia ("loss of memory"), libido decreased ("low libido"), paraesthesia ("pins and needles in the extremities of her feet and hands") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, angioedema, vertigo, balance disorder, complication of device insertion, dry throat, amnesia, fatigue, cough, hypoaesthesia, libido decreased, abdominal distension, swelling face, weight increased, insomnia, vaginal cyst, nausea, headache, alopecia, hyposmia, swollen tongue, vision blurred, umbilical erythema, diarrhoea, paraesthesia and abdominal pain outcome was unknown and the oropharyngeal discomfort had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, amnesia, angioedema, balance disorder, complication of device insertion, cough, diarrhoea, dry throat, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, hyposmia, insomnia, libido decreased, nausea, oropharyngeal discomfort, paraesthesia, swelling face, swollen tongue, umbilical erythema, vaginal cyst, vertigo, vision blurred and weight increased with essure. The reporter commented: symptoms worse at start of periods most recent follow-up information incorporated above includes: on 11-may-2021: the follow information ere updated patient's reporter information and details, stop date, batch number. Swelling of tongue, hair loss, diminished sense of smell, throat discomfort, umbilical erythema, diarrhoea, blurred vision, abdominal pain, paraesthesia of limbs we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.